Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support guided the customer in resetting the pump, which resolved the malfunction, allowing continued use.